Event description:
The customer reported at the beginning of the procedure, they received an alarm, 'pressuresensor failure' they stopped the donation,and per the customer it was impossible to return the content of the channel to the patient. The patient information is unavailable at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was received for investigation. Visual inspection showed blood in the set. No kinks, occlusions or mis-assemblies were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The donor is under special monitoring since the donation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Upon further investigation of the returned set, it was noted that the metal disc was coming away (decoupled) from the diaphragm of the access pressure sensor (aps).root cause: a definitive root cause has not been determined at this time. The results from our ongoing investigation suggest that this issue is most likely caused by (but not limited to) the following:-an issue with the diaphragm/disc adhesive-manufacturing process residual on the diaphragm and/or disc-insufficient diaphragm surface treatment-vendor component manufacturing process issue-subassembly manufacturing process issue correction: terumo bct is currently investigating internal processes in addition to working with the vendor of these components to evaluate potential ways to reduce the likelihood of this issue.

Event description:
The customer declined to provide the patient identifier. There are no changes in the patient's condition to report as a result of the patient's special monitoring.